Manufacturer narrative:
(B)(4)

Event description:
A loss of therapeutic effect was reported. The pt was experiencing stimulation in the wrong location. The location of the stimulation was noted as being in the sphincter area, and also previously in his testicle area. The stimulation issue began 2 days post the device implant. All four programs were used in an attempt to resolve the issue. The pt's outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.